Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected system remotely and confirmed that the system's application was unable to start up. Upon troubleshooting, the rse found that the operating system was defective. To resolve the issue, the philips field service engineer (fse) reinstalled the operating system, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's clinical application was unable to start. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.